Event description:
It was reported that while using the bd blunt fill needle there was foreign matter inside the syringe. The following was received from the initial reporter: it was reported that during the drug aspiration it was noted a foreign matter inside the syringe. According to the reporter, the fm came from the mandrel of another needle.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: sample and photo received for investigation. Through visual inspection, a needle is observed inside the syringe. The foreign matter described by the customer is in fact a cannula. Furthermore, a device history record review for the assembled product showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. A device history review was performed for cannula lots, maintenance records related to the incident were identified. Based on the teams investigation, possible root cause is associated with failure to perform cleaning process on the production line and mix-up of defective parts to be released. Manufacturing personnel have been notified of this incident to increase awareness of this matter.

Event description:
Additional information received. It was reported that during the drug aspiration it was noted a foreign matter inside the syringe. According to the reporter, the fm came from the mandrel of another needle. ___ customer provided to us the additional information below. - what does the fm look like with? No, it's similar to another needle. - what drug was being aspirated? Saline solution. - was issue noted immediately during aspiration, or was the drug partially injected? Yes, identified immediately. - were there loss of medication, patient injury or clinical/health consequences? No, none. - is the packaging damaged or violated? No, it was intact. - during aspiration, did professional feel any difficult to move the plunger, which would suggest the needle could be clogged? No. - what is the physical physical status? Is it the original or companion sample? Yes, it's used. - in case it's the original, is it attached into the syringe? Is syringe empty or is it still filled with the drug? Yes, it is attached to the syringe with the solution.